Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6), compared to another accuchek inform ii meter. At 12:01 p.m., the meter result was 547 mg/dl at 12:03 p.m., the other meter's result was 193 mg/dl. The result of 193 mg/dl was deemed correct. No treatment or medication changes were made based on the meter results.